Event description:
It was reported a bladder neck suspension procedure was performed without incident. Approximately 2-3 months post procedure the pt was reassessed for symptoms of vaginal erosion. The sling was removed without incident. Follow up indicated technique may have been a contributing factor to this event. Continual in-servicing to improve skills and technique is on-going. Co's directions for use outline as potential complications: "the following complications have been reported as consequences which may occur in urological implant procedures. Urinary retention and infection. Consequences specifically related to materials. Pelvic sensitivities and tissue erosion."